Event description:
Patient was in bed, husband in recliner by bed, and nurse at head of bed obtaining information from the patient when the chik light fell from the ceiling to a midway position in a sudden motion without any stimulation. Fortunately no one was injured. The actuator was hanging by wires. The metal attachment to the ceiling had ripped the metal. Enclosed is a picture for better understanding. Midmark was notified; they have retrieved the actuator. They also checked all our similar lights in l & d. We will be supplied with an explanation after evaluationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 3.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, unanticipated, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.